Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "the replacement prostheses that were done in january of this year are pierced." This record represents the left side. The device remains implanted.